Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture in the battery compartment, no damage to the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, moisture corrosion was found in the battery compartment. A review of the black box showed unexplained power on resets. The battery compartment was cracked above and below the bumper pad. The returned battery cap threads were stripped. The cap was unable to maintain an electrical connection. The returned battery cap threads were stripped. The power complaint was duplicated. A new test battery cap was able to fit to maintain an electrical connection. A test battery cap was used for all testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power on resets occurred during that time. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find evidence of moisture on the internal components. No damage was found to the power circuit. (B)(4)